Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood a glucose result of 4.5 mmol/l on the aviva system 1 and a blood glucose result of 8.5 mmol/l on the aviva system 2 within 10 minutes. According to customer the measurements were done with the same lot of test strips from the same vial. No adverse event was reported. A request was made for the return of the meters and strips.